Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely and attempted programmer interrogation was unsuccessful. A lack of pacing was observed with a magnet applied. In addition, pacing inhibition with 30 seconds of asystole was noted. A request was made to have data from this device analyzed, however the results appeared inconclusive at this time. Due to the patient's medical history, the initial plan was to surgically abandoned this pacemaker system and replace it with another manufacturer's leadless pacemaker. However, during the procedure, the pacemaker was explanted successfully. This pacemaker is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection noted minor scratches on the case. The case was bulging and there was dried blood in the ra lead port. The seal plugs were intact and set screws operate normally. Internal visual inspection noted the battery was swollen and the battery liner was discolored. The device has no telemetry and no pacing output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely and attempted programmer interrogation was unsuccessful. A lack of pacing was observed with a magnet applied. In addition, pacing inhibition with 30 seconds of asystole was noted. A request was made to have data from this device analyzed, however the results appeared inconclusive at this time. Due to the patient's medical history, the initial plan was to surgically abandoned this pacemaker system and replace it with another manufacturer's leadless pacemaker. However, during the procedure, the pacemaker was explanted successfully. This pacemaker is expected to be returned for analysis. No additional adverse patient effects were reported.